Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019. The field service engineer (fse) confirmed the reported problem. The ventilator clicks on standby, disconnects the patient, and cannot enter standby mode. The fse disconnect and reconnect all pipes, click standby, and the device enters standby mode to determine sensor failure. Performed test, unit passed standby test. The device was fully functional submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a faulty sensor. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.